Event description:
It was reported that the atrial lead had high impedance and high thresholds two days after implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the full lead was returned and no anomalies were found. The helix was bent/distorted and had blood/body fluid in/on it. The tooth that guides the helix in the tip of the lead was damaged. There is apparent explant damage.